Event description:
The interlock switch on the sonic console melted and created a direct short.

Manufacturer narrative:
The investigation has shown that the door interlock switches on sonic energy console have overheated and shorted out. A technical change has been established on january 29, 2007 to remove the switches as they are not necessary, because a key is required to access the electrical components. A note was added in the ordering system to advise the technician that instead of ordering replacement door switch, they may update the unit. The technician has been instructed on how to remove the switches. The unit is up and running.